Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device issued a "shock advised" prompt for a heart rhythm clinicians believed was non-shockable. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The clinical data of the event was not available as part of this investigation. The device activity logs showed that the device performed eight analysis events, five of the analyses resulted in "no shock advised" prompts. The other three resulted in "shock advised" prompts and all three of these shocks were delivered. Without the clinical data from the incident, the analysis cannot be reviewed as part of this investigation. Analysis of reports of this type has not identified an increase in trend.